Event description:
It was reported that the procedure was cancelled. A v-18 control wire was selected for use for sensor implantation. During the procedure, the sensor delivery system could not get through the non-boston scientific 12 fr sheath. The device had been prepped, flushed and irrigated and flushed again before going over the wire, but it was unsuccessful. The case was aborted after two hours. There were no adverse consequences reported. A second implant attempt was successfully completed on a later date.